Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) for assistance in ending hp's automated peritoneal dialysis (apd) treatment early. Reportedly, upon connecting hp's spouse noticed that the patient line of the homechoice set and the patient line extension had not completely primed. Tsc assisted hp's spouse in ending treatment early and setting up with new supplies to complete the apd treatment. Per hp's spouse, no patient injury or medical intervention was associated with this incident.